Event description:
It was reported that, "patient had knee replaced on (B)(6) 2008. Had multiple ligament reconstructions after teenage trauma. Primary knee required 16mm insert. Patient still feels knee is "wobbly" and surgeon feels laxity upon range of motion. Will do revision to go up in thickness. No other information would be released per hospital confidentiality policy."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.